Event description:
It was reported that the right ventricular (rv) lead triggered alerts for low pacing impedance and high threshold. The rv lead appeared to be dislodged on x-ray. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).